Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The company designee evaluated the iabp and was unable to reproduce the problem. The iabp was run for 2.5 hours on a 50cc balloon with cardiosave trainer and no fault was found. No parts were replaced and the iabp was released back to the customer and cleared for clinical use. (B)(4).

Event description:
Customer reported that during a procedure on a patient the intra-aortic balloon pump (iabp) alarmed ¿gas loss in iab circuit¿. The catheter was inspected, and was not defective. As this was the only iabp available, the autofill was performed manually in order to continue with the procedure. Further information was provided which indicated that the device was being used with a 50cc balloon, and that when the device was used with a 40cc balloon the alarm did not occur. There was no patient injury or adverse event associated with this event. This event occurred twice on different patients during a 2 hour autofill procedure, and this report references the 2nd of the two events that occurred with this same iabp.